Event description:
It was reported to philips that the customer observed bent contact pin on the battery pca . There was no allegation of a device malfunction. There was no reported patient involvement.